Event description:
The customer stated that she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 378 mg/dl during the phone call. The customer stated that she woke up on the morning of the event, and the screen was blank on the insulin pump. The customer changed the battery and the insulin pump returned to normal function, but the customer had been without insulin during the time that the screen was blank. Troubleshooting was performed, and the insulin pump passed the prime and self tests. The insulin pump was also programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.